Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became caught in a placed stent. The 99% stenosed lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A promus 2.5x28mm stent was implanted in the mid lad. The atlantis sr pro2 imaging catheter was being used to confirm stent apposition. Withdrawal of the imaging catheter was attempted, resistance was encountered and the imaging catheter was still in the original place before withdrawal attempt. Withdrawal was attempted again by changing the angle when it became stuck with the stent. An unknown balloon was inserted in an attempt to remove the device but was unsuccessful. Then the imaging core of the imaging catheter was removed and a guide wire inserted in an attempt to remove the imaging catheter but was also unsuccessful. The imaging catheter was cut and a microcatheter was successfully used to release the imaging catheter from the stent. No patient complications were reported and the patient's status is reported as good.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the catheter became caught in a placed stent. The 99% stenosed lesion was located in the moderately tortuous mid left anterior descending (lad) artery. A promus 2.5x28mm stent was implanted in the mid lad. The atlantis sr pro2 imaging catheter was being used to confirm stent apposition. Withdrawal of the imaging catheter was attempted, resistance was encountered and the imaging catheter was still in the original place before withdrawal attempt. Withdrawal was attempted again by changing the angle when it became stuck with the stent. An unknown balloon was inserted in an attempt to remove the device but was unsuccessful. Then the imaging core of the imaging catheter was removed and a guide wire inserted in an attempt to remove the imaging catheter but was also unsuccessful. The imaging catheter was cut and a microcatheter was successfully used to release the imaging catheter from the stent. No patient complications were reported and the patient's status is reported as good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. The sheath assembly was cut off and a portion of the sheath strain relief including female luer connection was missing approximately 5.5cm long. In an attempt to remove the stuck catheter, the physician cut the luer connection in order to remove the imaging core. It is uncertain what the physician did with the sheath strain relief, however, this portion of the catheter remains outside of the patient during the procedure. The guidewire exit port was lifted 0.5mm and ripped 0.5mm long. A 0.014" test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A kink was observed in the sheath assembly at 15.0cm from femoral marker at proximal side. Image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during visual or functional analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.